Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella cp pump was inserted according to best practices. After impella was inserted and turned on the sheath had a large stream of blood flow through the hemostatic valve that the doctor could not stop with adjusting the pump. Because of this, the decision was made to remove the pump and reinsert it using the other peel away sheath. The impella cp was inserted into a large bowl of heparin saline from the moment it was pulled out of the body to when it was closely scrutinized for clots of blood by the attending doctor. It was recommended that a new pump should be used because no guarantee that the pump would be functional and without an increased stroke risk. Despite recommendations the team decided to reinsert the pump once the new sheath was inserted. Pump operated within normal limits and the case was completed successfully - treatment team happy with results. Patient was conversational and moved all extremities at the end of the case.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 76 year old male for high risk percutaneous coronary intervention the patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage a. During the procedure, after impella was inserted and turned on, the sheath had a large stream of blood flow through the hemostatic valve that the doctor could not stop with adjusting the pump. The decision was made to remove the pump and reinsert it using the other peel away sheath. The cp was inserted into a large bowl of heparin saline from the moment it was pulled out of the body and checked for clots of blood. It was recommended to use a new pump, however the team decided to reinsert the pump once the new sheath was inserted. The pump operated within normal limits and the case was completed successfully, and the cp was successfully explanted at the end of the procedure. The fluid leak will be reported for hemodynamic instability due to temporary hemodynamic support interruption during the device revision; however, the revision was performed with no consequence to the patient and support.

Manufacturer narrative:
Correction: section h6 codes were updated: major bleed (e0506) removed as the fluid was coming from the hemostatic valve. Hemodynamic instability added as the pump was turned on to initiate support. Fluid leak added to coincide with the fluid coming from the hemostatic valve. B5 was updated reflecting the changes. Section d9 was updated based on additional information.